Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise. There was no inappropriate shocks due to the oversensed noise. There was no evidence of asystole > 2 seconds in duration. The patient is not pacemaker dependent. Boston scientific technical services (ts) reviewed the stored electrograms and indicated that the noise appears to be non-physiologic mechanical noise. The physician suspects an intermittent lead fracture. All lead measurement are stable and within normal limits. No adverse patient effects were reported. Surgical intervention was recommended to identify root cause of clinical observations. As of today all available information indicates that the lead remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that this lead was surgically abandoned.